Event description:
An article titled ¿long-term seizure and psychosocial outcomes of vagus nerve stimulation for intractable epilepsy.¿ was reviewed. The article lists that 15 vns patients that were implanted between 1997 and 2013 were found to be deceased during the survey process of the article. No details are known of the date or cause of the deaths. Nine of these deaths have been previously investigated and reported, if necessary. Attempts to obtain additional relevant information have been unsuccessful to date. This report is for unknown patient death 6 of 6. The unknown patient deaths are reported in MFR. Report #s: 1644487-2015-06582, 1644487-2015-06583, 1644487-2015-06584, 1644487-2015-06585, 1644487-2015-06586, 1644487-2015-06587.